Event description:
As reported, during a laparoscopic inguinal hernia repair, the optifix straight (device #1) was used to fixate the soft mesh at cooper's ligament, some fasteners were successfully fixated into the mesh/tissue and broken fasteners were deployed. As reported, a second optifix (device #2) was used, which also fixated some fastener into the mesh/tissue and broken fasteners were deployed. As reported, a third optifix (device #3) was then used which also deployed broken fasteners. The procedure was completed by using another fixation device. It was reported that the broken fasteners were removed from the patient body and there was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight fixation device deployed broken fasteners while fixating in cooper¿s ligament. Evaluation of the sample finds for bent guide wire and backup tabs. The reported event of deployed broken fasteners is a known result of bent guide wire and backup tabs. The components are found to be bent from applied forces when in use while deploying fasteners at cooper's ligament. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ this MDR represents the bard/davol optifix (device #2). Additional mdrs were submitted to represent the bard/davol optifix (device #1) and bard/davol optifix (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.